Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors from the ps1 power supply to the power signal interface pcb were evaluated, cleaned and reseated. The system configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.